Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that turned white when powering on the device. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that the device was operating after time had passed. The device was requested for service. The device was evaluated, and the service engineer (se), reported that the screen turned completely white and the displayed contents became unreadable was confirmed. The se replaced the liquid crystal display (lcd) to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The suspected liquid crystal display (lcd) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the lcd accusation has resulted in a no problem found. Tech verified with the use of the suspect lcd that: 1) the graphics were crisp and clear with the use of diagnostics mode as well as the use in functional mode, 2) the backlights were bright resulting in an easy to read and use functional display, 3) the brightness control was easily accessible and operated as designed, 4) the ventilator standard test bed (stb) did power down with the use of the lcd touch screen button as well as the accept button on the front panel, 5) the screen lock function on the lcd operates as designed on the lcd, 6) with the suspect lcd installed on the product investigation lab (pil) stb the stb operates without issue or error code. The customer the complaint of screen turned white has resulted in a no problem found."